Event description:
According to the reporter: during the case, one side of jaws were broken. A fallen piece could be retrieved. Another device was used to complete the case. No add'l bleeding or tissue damage. Operative time was not extended more the 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4)